Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt underwent prk (photorefractive keratectomy). Approx two weeks after surgery, the pt presented with dry eye and halos/glare/shadows. The examination revealed questionable early trace haze in the left eye. The current post-op eye drop regimen was not altered, however, the pt will be monitored closely for changes. A prescription for driving glasses was dispensed. Add'l info has been requested.